Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager (rm) lock box was unable to be opened and lock box in the refrigerator medication room needed to be changed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager (rm) lock box was unable to be opened. A field service engineer (fse) found that the latch on the remote manager had oxidation on the connectors. The fse cleaned the connections using a wire brush and reseated the connectors. The remote manager was then tested successfully, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.